Manufacturer narrative:
This report is submitted on december 13, 2019.

Event description:
Per the clinic, the patient experienced skin overgrowth. The abutment was changed under a general anaesthetic on an unknown date.

Manufacturer narrative:
The incorrect product brand and model was supplied in the initial report. This report is submitted on january 21, 2020.

Event description:
Correction to the product details.